Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. Suspected cause was due to having a carb ratio that was too low. Consumed glucose tablets as well as consumed carbs to address the low bg. Customer updated their pump setting to address the event.